Event description:
Customer's mother initially called for assistance regarding a low reservoir alert and the bolus wizard. She was assisted with checking the units left in the status screen and the bolus wizard settings. During the call, she reported that the customer experienced low blood glucose of 29 mg/dl the day before. They treated by eating candy and blood glucose went up to 105 mg/dl. She declined troubleshooting for low blood glucose and stated they have an appointment with the doctor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.